Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that occipit-scr ã¸5 l12 tan appears to be in good condition. No signs of defects were observed on the threaded shaft nor the drive portion of the screw. No issues nor malfunction that could have contributed to the reported event were observed. Based on the available information the reported migration of the screw cannot be confirmed. A dimensional inspection was performed for the occipit-scr ã¸5 l12 tan and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the occipit-scr ã¸5 l12 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed 04_601_140 rev. C current and manufactured dimensional inspection: specified dimensions: length:mm ø shaft: measured dimensions: length: (complies) ø shaft: (complies) device used ¿ digimatic caliper (B)(6). H4, h6 part:04.601.212s , lot: 9592694 manufacturing site: werk selzach , supplier: (B)(4), release to warehouse date: 29 jul 2015, expiration date: 01 jul 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.601.212, non-sterile lot # 9552291, manufacturing site: werk mezzovico, supplier:na, release to warehouse date: 03 jul 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procodes: kwp, mni, nkg. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10: date of concomitant therapy is (B)(6) 2023. E3: initial reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that the patient underwent a posterior cervical fusion (o-c4) on (B)(6) 2023 that was completed successfully with no surgical delay. On (B)(6) 2023 the patient came to the outpatient clinic, where it was discovered that the two screws in question had loosened from the occipital bone. Revision surgery was scheduled for (B)(6) 2023 to replace the occipital bone plate and the bone screws in question. The cause of the loosening is unknown. No further information is available. This report is for a 5.0mm ti occipital screw 12mm. This is report 2 of 4 for (B)(4).